Manufacturer narrative:
Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.164g/10pcs. No sample was returned for investigation. According to the supplier, the operating room towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production or DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but we will continue to monitor the trend of this type of incident.

Event description:
Customer reported the blue cotton operating room towels pwtb04-stm from the cardiology pack san55cpmmj are fragmenting lint material and adhering to the surgical devices. Issue was found during setup prior to patient contact. There was no injury.